Event description:
It was reported that increased capture threshold and r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead had perforated. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were increase capture threshold, r wave amplitude variation and cardiac perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix was able to be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported events of increase capture threshold and r wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Additional information was received indicating that loss of capture was observed.